Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer did not practice the proper air removal technique. Tandem technical support reminded customer to do this. The customer¿s blood glucose level was 162 mg/dl. Reportedly, the customer loaded the cartridge and resumed insulin delivery.